Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of kinked cannula that was not properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported their blood glucose level rose to 22.5 mmol/l, 405 mg/dl between 1 and 4 hours of wearing the pod. The patient reported leaking during wear and upon removal the cannula was found bent, it did not enter the infusion site on their abdomen. A new pod was placed, and treatment was resumed.

Manufacturer narrative:
The device was received for evaluation with the needle mechanism assembly fully deployed. Inspection of the needle mechanism and cannula found no issues that would result in the cannula improperly inserting. There were no kinks or damage found with the cannula. The download data did not show any timeouts or drive stalls during the run. The fluid path was also inspected, and no signs of leakage were observed. The cause of the reported event could not be determined.